Event description:
It was reported the patient experienced a shock, like convulsing when his device was turned off, and he immediately turned the device back on because of this. It was reported it was like a volt was being sent throughout the patient¿s whole body. The patient was getting relief from the device and always had it on. It was noted the patient had been experiencing the shocking since he got his first device when his doctor told him to turn the device off at night to conserve the battery. The patient would not let his current doctor turn the device off to experience this so his doctor and nurse practitioner had never witnessed it. It was noted the patient¿s settings for both sides of his brain were as follows: amplitude of 6 v, pulse width of 90, and rate of 250. Refer to MFR report # 3004209178-2014-01629 for information regarding the patient¿s second device.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v515921, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer.